Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that he is getting a speaker malfunction inop and there are no audible tones during power up. At the time of the alleged malfunction, there was no information if the device was being used for clinical monitoring. No patient or customer harm was reported.